Manufacturer narrative:
(B)(4). This report was filed by the distributor: (B)(4). Although customer indicated the product will be returned, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reports they have had several dozen incidents with this set (model) and that the device allows flow that is faster than what they set it for, including continued dripping when the flow regulator is turned completely off. He has no specific dates, times, pt details or event details. Fast flow occurred during gravity infusion of 250 ml bags of phenylephrine. In one case the flow regulator was shut off but kept dripping at 18 drops/min. In several cases when shut off it dripped at 4-5 drips/minutes. Some were found to drip faster when set at 10 on the dial than when set at 20. He is aware of the need to verify flow rate by counting drips in the drip chamber of the primary set and adjust as needed. Several patients had slight elevations of blood pressure that he feels were related to this issue (no bp values provided) but there have been no reports of pt harm. The infusions are connected to the luer port of a heart/lung machine where there is no negative pressure and very little positive pressure. Customer stated that no further pt/event info is available.